Event description:
Customer tested in the morning and received a result of hi (greater than 33.3 mmol/l) on the mobile system. He injected novomix 30 based on this result. Subsequent results on this day also returned as hi. In the afternoon the customer ate and injected novomix 30. Since the customer's results were not dropping, the customer contacted his physician. The physician felt that the customer seemed confused, and ordered an ambulance on the customer's behalf. The ambulance arrived and the customer tested 2.0 mmol/l on the professional system approximately one hour after receiving the result of hi. At this time customer was still conscious but very confused. He was treated with biscuits and recovered. Afterwards the ambulance performed another comparison test. The professional meter returned as approximately 5 mmol/l and the customer's mobile system returned as approximately 15 mmol/l; tests were done within 30 seconds. Requested return of suspect device, however the customer returned an empty test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Visual inspection did show no significant deviations found in the empty test cassette.